Event description:
Longitudinal section laparotomy wound dehiscence [wound dehiscence], vomiting [vomiting]. Case description: an spontaneous report was received from a healthcare provider (hcp) on (B)(6) 2010, regarding a (B)(6), female, patient, initials (B)(6), who experienced massive vomiting and dehiscence after treatment with seprafilm. Medical history included body mass index (bmi) of (B)(6). On (B)(6) 2009, the patient underwent a longitudinal section laparotomy due to endometrium carcinoma. Three streets of seprafilm were placed (2 under incision and 1 in pelvis). A second unspecified procedure was performed without opening the abdominal cavity (date unspecified). On (B)(6) 2009, the patient experienced massive vomiting and dehiscence. The hcp characterized the event of dehiscence as possibly related to seprafilm. At the time of this report, the patient had recovered without sequelae. Manufacturer's comment: no change in the safety profile of seprafilm.